Manufacturer narrative:
H4: device manufactured between december 21, 2020 to december 22, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused during use. It was further reported that the flow of the unspecified drug was too fast, instead of forty-eight hours the drug was dosed in ten hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.